Manufacturer narrative:
Continuation of d10: product ID: 977a260, (serial:(B)(6)); product type: 0200-lead; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high impedance issue was observed on the day of surgery, showing an impedance value of 40000. The product was explanted. No troubleshooting was performed, and the cause of the issue was unknown. The issue was resolved. No patient complications have been reported as a result of this event.